Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged possible under delivery, no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs and dka found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4)inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Also, no unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found bolus wizard deliveries of dailytotalofbolusinsulindelivered = 23.9 u bolus. (B)(6) 2021 06:41:24.000 normalbolusdelivered normalbolusamountprogrammed = 1.05 bolusamountdelivered = 1.05 (B)(6) 2021 07:21:40.000 normalbolusdelivered normalbolusamountprogrammed = 3.775 bolusamountdelivered = 3.775 (B)(6) 2021 10:33:30.000 normalbolusdelivered normalbolusamountprogrammed = 5.425 bolusamountdelivered = 5.425 (B)(6) 2021 12:25:53.000 normalbolusdelivered normalbolusamountprogrammed = 1.575 bolusamountdelivered = 1.575 (B)(6) 2021 14:01:03.000 normalbolusdelivered normalbolusamountprogrammed = 2.65 bolusamountdelivered = 2.65 (B)(6) 2021 19:37:30.000 normalbolusdelivered normalbolusamountprogrammed = 4.55 bolusamountdelivered = 4.55 (B)(6) 2021 19:58:31.000 normalbolusdelivered normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 (B)(6) 2021 23:07:43.000 normalbolusdelivered normalbolusamountprogrammed = 1.775 bolusamountdelivered = 1.775 there was no no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:01:02.000 and (B)(6) 2021 13:01:02.000 during bolus wizard delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a partially broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on unknown date. The customer's blood glucose level at the time of incident was unknown. Customer also reported insulin flow block alarm. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.